Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the sensor had inaccurate readings that triggered threshold suspend alarm and insulin pump had red cross next to it. The customer¿s blood glucose was 86 mg/dl, 106 mg/dl and the sensor glucose was 70 mg/dl. The customer was assisted with troubleshooting. Insulin delivery was suspended due to sensor values. Customer states the sensor value that triggered the suspend event was 106, 90 suspend before low, 20 mg/dl higher than the suspend low limit just changed to 65 for the low and kept the suspend before low. Suspend on low limit in sensor settings was 70. The customer was informed that their blood glucose and sensor glucose levels were not in acceptable rang. The device will be returned for analysis.